Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Althoughs ome evidence points to a higher rate of occurrence in women using breast pumps versus those are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team have requested that the device is returned for analysis and offered additional troubleshooting advice for the customer. As yet, the customer has not yet responded and the device has not been returned to date. Upon receipt of the item, if any additional information is found to support the investigation, a follow up report will be sent.

Event description:
Customer reported on 12th november from the us that the elvie stride caused mastitis. The customer alleged that the elvie stride caused her to get a high fever and breast pain. Customer was seen by a healthcare professional and was prescribed antibiotic treatment for mastitis.